Manufacturer narrative:
The lead was surgically abandoned. A competitor lead was successfully implanted. As the lead will not be returned, clinical observations cannot be confirmed. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited pace impedance greater than 3000 ohms. A lead fracture was suspected. No adverse patient effects have been reported.